Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their ins has expired, will no longer recharge, and needs to be replaced. They were still undecided about replacing it, as they did not find the device very effective. Pt reported that the device will not power on at all, as it has already reached its end of service. Pt stated that they were offered a replacement battery. They expressed reluctance to undergo surgery for a battery replacement, stating they were unsure about keeping the device since they feel it is "pretty worthless." Agent attempted to obtain the event date -- patient said they were unsure and that they already provided this information when they called before to report an issue (see 704926168) agent reviewed the MRI eligibility form and redirected the pt to their healthcare provider (hcp) for further assistance.